Event description:
It was reported to olympus that their uretero-reno fiberscope has a leak. Upon inspection and testing of the returned device, it was observed that the black covering of the bending section was cut exposing the skeleton frame causing the scope to leak. This report is being submitted for the event found during evaluation. There was no patient death, harm or injuries reported.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation, the service center confirmed the bending section was cut due to excessive force. It was also noted the distal end was burnt, the bending section skeleton was broken, and the image had broken fibers. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Correction to date received by manufacturer of the initial medwatch. The aware date should be 25-jan-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested event was presumed to be caused from a way of manipulation by the user which resulted in an application of excessive force to the bending section; then, the bending tube was broken. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "precautions: perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Inspection of the endoscope: inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Users can decrease/prevent the suggested event by handling the device in accordance with the following IFU: "do not operate the angulation control lever with excessive force in a narrow space to the opposite direction from the bending direction while the distal end of the endoscope is not moved. The bending section may be damaged. Check the tip position of the endoscope and the shape of the bending section using fluoroscopy, etc. Do not insert the insertion tube with excessive force and twist. Do not insert the insertion tube with excessive force into the ureter or calix. The bending section may be damaged." Olympus will continue to monitor field performance for this device.